Event description:
As reported: "doing an ex-fix case with a surgeon, one of the stryker apex pins from the hoffmann ii compact set could not be removed from patient. Could have been surgeon error - or product error, but wanted to report nonetheless. Apex pin would not dislodge from patient's calcaneous, ultimately ended up snapping trying to remove it. Broken apex pin remained inside patient." It was additionally reported that there was a surgical delay of unknown length.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Part of pin remains implanted, the rest of the pin has been discarded.